Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the after pressing the wake button to reset the pump, the pump did not turn off. As the contact did not have pump available at the time of the report, tandem technical support (cts) was unable to perform a pump system check. Contact declined cts's offer to reset the pump to confirm pump was operating properly. Cts instructed the customer on how to turn pump off. Blood glucose was 207 mg/dl.